Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable elecsys tsh assay results for one patient sample from a cobas e 411 immunoassay analyzer. The serial number was requested but was not provided. The sample was repeated on a siemens centaur analyzer and then submitted for investigation and tested on a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. From the data provided, a general reagent issue could be excluded. The investigation was unable to find a definitive root cause.